Manufacturer narrative:
(B)(6). Results: arterial occlusion. Results & conclusions: small distal aorta.

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of a 49.4 mm diameter abdominal aortic aneurysm on (B)(6) 2011. Vessel tortuousity was moderate and there was little calcification. At the time of implant an atrium stent was placed into the left renal in a "snorkel" technique. It was reported that a follow up CT was done on (B)(6) 2011 and it looked good, but with some narrowing in left limb of the stent graft. On (B)(6) 2011, the pt called the physician from out of town and stated her foot had been cold for the past three days. The doctor had her go to local hospital in texas. The left limb of the graft was found to be occluded and was required to be thrombectomized. The pt's leg seemed to be recovering. The occlusion was likely due to a small distal aorta. No additional clinical sequelae were reported.